Event description:
Pump declared alarm 20 during pumping, prompting customer concern. There was no reported impact to the customer's blood glucose level. Customer had repeatedly experienced cartridge alarm and first reached out to cts, leading to pump replacement decision. Customer declined to share information on backup therapy for insulin delivery. Cts confirmed customer's shipping address, provided storage mode instructions for transport, and directed customer to return problematic pump within ten days using pre-paid label and return box.